Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this reported phenomenon was attributed to the temporary adhesion of foreign material, which might be caused by insufficient reprocessing by the user, or the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the forceps elevator of the subject device could not be moved (the state where it could not be moved down to initial position) even though the forceps elevator wire was operated to move the forceps elevator, and also found that it was found that white foreign material adhered to groove or gap of the distal end of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomena (not moving of the forceps elevator and adhering of foreign material) were not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.